Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the behavior described was the intended behavior of the software. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site was unable to push exams to the navigation device. The medtronic representative (mr) ended up moving the navigation device to another room to try a different port. Other ports had been tried, but there was construction in the operating room (or). When the mr connected the system to a different port, the site was able to ping. The mr suggested changing the ae title too, if needed, in the future. There was no patient present when this issue was identified. The medtronic representative reported that the ae title was not changed because it was discovered that the port had been turned off. The site has been using a different port and receiving exams.